Event description:
It was reported patient presented for an implant procedure. It was noted that the right ventricular lead exhibited high pacing impedance with greater than double rise from the baseline impedance. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.